Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's father described the skin reaction as red and bumpy dry skin, with a burning sensation. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with a topical steroid cream that was prescribed by her physician on (B)(6) 2015. No additional event or patient information is available.